Event description:
We were informed that during vitreous surgery, the silicone pump did not achieve the desired pressure. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.